Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was reported that after placing the pump after an hour, the pump leaked a significant amount, then the pump was replaced. When the patient came back, the pump was alarming hours earlier than should have been and had 1.4 ml remaining and they could not power pump off or acknowledge the alarm. There was no patient harm or patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated admin set complaint documented on (B)(4).

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.